Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "implant exchange". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d6a, d6b, e1, h4, h6.

Event description:
Healthcare professional reported "rupture" and "implant exchange". This record is for the right side. Device has been explanted.